Event description:
Bodyguard tubing ref #(B)(4), lot 12424327, exp. 12/2020, was found to have a piece of black foreign matter within the packaging. The product is not compounded. The product is not over-the-counter.